Event description:
No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.the following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11.complaint sample was evaluated, and the reported event was confirmed.visual examination of the returned product/provided pictures confirmed there was one particulate of foreign debris within the package. One particulate with size 1.00 sq. Mm. - does not meet the acceptance criteria.the device history record was reviewed and no discrepancies relevant to the reported event were found.a definitive root cause cannot be determined.if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported by the distributorship that the product was found to be nonconforming during inspection. There was a foreign substance in the sterile packaging. The was no patient involvement. Due diligence is complete.